Manufacturer narrative:
The complaint investigation for falsely elevated architect prolactin results included a review of data and information provided by the customer, ticket trending review, labeling review, and device history record review. Return testing was not completed as returns were not available. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with list number 07k76 and the complaint issue. Additionally, internal architect prolactin data consisting of statistical process control (spc) tracking was reviewed. The review did not identify a performance issue. Labeling was reviewed and found to be adequate. Based on our investigation, no systemic issue or deficiency with the architect prolactin reagent for unknown lot number was identified.

Event description:
The customer observed a falsely elevated architect prolactin result for a patient. The following data was provided (customer¿s reference range = 108.8-557.1 miu/l): initial result = >2000 miu/l, initial result the following day with a new sample = 86.69 miu/l. Both tubes of blood were retested, and results were consistent with initial results. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.  Phone complete entry = (B)(6).